Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unknown procedure. Reportedly, there was a malfunction of the proglide device. The proglide failed to capture the knot. A surgical procedure was performed and found a hematoma with blood drainage into the right femoral cavity. A blood transfusion was given. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿proglide failed to capture the knot¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number was corrected from unknown to 2062241.